Manufacturer narrative:
(B)(4). Concomitant medical products: 00620206622 shell porous with cluster holes 66 mm, 00630506636 liner standard 3.5 mm offset 36 mm i.d. For use with 66 mm o.d. Shell, 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -05186, 0001822565 -2019 -05187, 0001822565 -2019 -05189.

Event description:
It was reported the patient underwent removal of an antibiotic cement spacer with placement of a revision total hip system after a complicated periprosthetic infection. The patient experienced another hip infection leading to irrigation and debridement of the joint without product exchange per patient request. Subsequently, the patient was revised approximately six months post implantation due to ongoing infection. Patient underwent removal of all tha components with placement of an antibiotic spacer. Operative report stated pseudocapsule debrided with a lot of blood drained from the membrane and significant heterotopic ossification present and removed. Wound healing as expected, intraop cultures were negative. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
Upon reassessment of the reported event, it was determined to be was reported under the incorrect MFR #. The initial report was forwarded in error and should be voided. This event will be reported under MFR # 0002648920-2020-00205.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be was reported under the incorrect MFR #. The initial report was forwarded in error and should be voided. This event will be reported under MFR # 0002648920-2020-00205.